Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the hub collar along with the safety shield detached from the device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. These customer photos depict a device with the collar separated from the hub. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanisms. The samples passed testing as there were no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the hub collar along with the safety shield detached from the device. There was no report of adverse impact to patients or users.